Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Event description:
The customer reported a disposable set that failed system pressure test and had air in the sample pouch with the clamps closed. This occurred during tube set test and there was no donor connected at the time. No patient information is available since no donor was connected at the time of the incident. The disposable set is not available for return for evaluation because it was discarded by the customer. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: per the customer the procedure was continued on the same machine with another disposable set. The operator stated that subsequent to this issue, he realised he needed to pay closer attention to the way the clamps are closed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause for the pressure test failure and air in the sample pouch were undetermined. This disposable set was unavailable for specific root cause analysis by terumo bct quality assurance. Possible causes for the pressure test failure include but are not limited to: occluded ac line or ac filter, valve(s) not loaded or occluded properly, cassette not fully loaded, access or sample bag line clamp not closed, leak in tubing set, ac, inlet, or return pumps not running at correct speed, defective access pressure sensor. Possible root causes for the air in the sample pouch include but are not limited to: a defective clamp, failure to close or open clamps by the operator as instructed by the screen prompts.

Event description:
The full donor identifier is (B)(6).

Manufacturer narrative:
Investigation: a review of the lot for similar reports was carried out, none have been reported. Investigation is in process. A follow up report will be provided.